Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. The device was visually examined for any shaft damage and also functionality of the device. Visual examination showed no damage or issues. Functional analysis was done by completing the aspiration testing of the device which showed that the device did not perform as designed as it withdrew 5ml of fluid in the 1 minute time frame. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration followed by embolism and thrombus. A jetstream® xc atherectomy catheter was prepared for an atherectomy procedure in an in stent restenosis within the superficial femoral artery. About 1 minute into use, it was noticed that saline was leaking out of the console where the device pumps are located. At 1 minute 32 seconds, aspiration was lost and the device was removed. An angiogram showed the leg had slow flow. It was confirmed that there was clot and distal embolization. The clot and embolization were due to the loss of aspiration. Different devices were used to aspirate the clot. A different device was used within the target lesion. The end result was good with no further complications noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of aspiration followed by embolism and thrombus. A jetstream® xc atherectomy catheter was prepared for an atherectomy procedure in an in stent restenosis within the superficial femoral artery. About 1 minute into use, it was noticed that saline was leaking out of the console where the device pumps are located. At 1 minute 32 seconds, aspiration was lost and the device was removed. An angiogram showed the leg had slow flow. It was confirmed that there was clot and distal embolization. The clot and embolization were due to the loss of aspiration. Different devices were used to aspirate the clot. A different device was used within the target lesion. The end result was good with no further complications noted.